Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that following the implant procedure a small left pleural effusion or pleural thickening was identified on a pre-discharge x-ray. It was not reported that a specific product during the implant procedure caused the issue. There were no previous scans available to review. There was no report of any additional intervention performed. No additional adverse patient effects were reported.